Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experience presyncopal episodes, during testing the right ventricular lead exhibited noise. The lead was capped and replaced successfully on (B)(6) 2016. The patient tolerated the procedure well.